Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump housing was damaged making it difficult to load and remove cartridges. Reportedly the customer went to the emergency room and subsequently admitted to the hospital with a blood glucose (bg) level of 480 mg/dl. Customer attempted to self-treat with a bolus via pump, but was later treated intravenously with fluids of saline and insulin at the hospital. Customer was released from the hospital on (B)(6) 2022 with issue resolve. A replacement pump was sent to the customer.